Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A certified ophthalmic assistant reported that the eye tracker stopped during surgery. Additional information received states that the procedure was not able to proceed due to no pupil detected warning message. The treatment stopped and was not able to proceed even with adjustments and lighting. Eventually, treatment was able to be completed. The patient was seen one day later and the flap was clear.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. During the technical onsite visit, the field service engineer (fse) verified the system per the service installation record. The fse could not duplicate the reported issue. After a review of the log files, it seems like the white lamp intensity was being adjusted instead of the ir intensity. The fse relayed this information back to the clinical team so they could help the customer understand a better process to optimize the eye tracking capabilities. No technical root cause was identified. The possible root cause is user handling. The manufacturer internal reference number is: (B)(4).